Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubble was 1 cm long. Customer advised the rewind process was unable to be completed with the reservoir in place.